Manufacturer narrative:
Though requested, patient information was not provided.

Event description:
Reportedly, during patient use, there was a "no communication" alarm and the ventilator shut down. The patient was manually ventilated and transferred to another ventilator. There were no adverse patient effects reported.